Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap is sticking out. Blood glucose was unknown. Customer had unexpected restart and as he went to rewind the insulin pump he noticed the end of the insulin pump where the drive support cap is, is coming off. Advise customer the insulin pump will need to be replaced. Advise customer to follow their medically prescribed back up plan. Customer declined troubleshoot perform for unexpected restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify unexpected restart error due to motor error alarm.